Event description:
It was reported that when using the bd pyxis¿ medstation¿ es main drawer 2.1 experienced multiple cubie failures; both soft and hard reboots were performed, but the issue persisted with a device not on the bus error. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported due to this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 14-jan-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system cubie tray failed. A field service engineer (fse) found that the cubie tray on row a was not functioning and observed damaged railings with dislodged ball bearings in the cubie tray. The fse reseated all cable connections for cubie tray row a and cleared any obstructions. Additionally, main station drawer 2.1 (half height) had damaged rails and missing ball bearings, affecting drawer performance and reliability. The entire half height drawer assembly was replaced with a new unit. The drawer was then configured, communication and addressing were verified, and operational testing was performed to confirm proper functionality, resolving the issue. The system functioned as intended after the field service engineer repaired the device.